Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100867562. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). At this time, the investigation is in progress. Once the investigation is completed the final report will be submitted.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device stated their device stopped inflating and the pump was not refilling. A surgical procedure was performed during which the entire device was explanted and replaced. There were no patient complications reported.